Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker exhibited a shorter time to end of life (eol) than expected. A revision procedure has not been scheduled at this time. This pacemaker remains in service. No adverse patient effects were reported.